Event description:
It was reported that the device's standard adult paddle was broken. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number & price information for a replacement adult plate. The replaced plate will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.